Manufacturer narrative:
Concomitant medical product: t50527h tissue valve, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular epicardial lead was damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.